Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to keypad connector (j6) on lcd board unlocked. Unable to verify possible over delivery anomaly due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up and down arrow buttons were not responsive. She believes her insulin pump was delivering insulin when its not supposed to. Customer's blood glucose level was 45 mg/dl. They treated with glucose tablets. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.